Event description:
A malfunction was reported with the pump displaying a malfunction 16 code due to a momentary power change to the speaker. There was no adverse impact to the customer's blood glucose level as it did not exceed 500 mg/dl. The customer was assisted by technical support in resetting the pump, but the malfunction recurred, leading to a decision to replace the pump. The customer was informed on how to use multiple daily injections as a backup therapy, instructed on returning the faulty pump, and a replacement was arranged to be sent.